Event description:
On 05/23/2013, cormatrix cardiovascular became aware of an event involving the use of an unk cormatrix ecm device and early, progressive stenosis at the patch site. Details of the event are provided below. A case study titled "short-term experience of porcine small intestinal submucosa patches in paediatric cardiovascular surgery," published 01/15/2013, in the european journal of cardio-thoracic surgery, was discovered through a periodic peer literature review. The manuscript states all surgical procedures described within the article were performed from "(B)(6) 2009 to (B)(6) 2011," thus its is inferred that this event occurred within this date range. On an unk date, pt 31 underwent stage ii palliation for hypoplastic left heart syndrome with a superior cavopulmonary anastomosis. The cormatrix ecm device was used in a glenn augmentation and an extensive left pulmonary artery reconstruction, with the patch comprising the majority of the total circumference of the branch pulmonary artery. The pt was discharged from the hospital 6 days after this procedure, but was readmitted 6 days later (12 days after the initial implant procedure) with pleural effusions. The pt's clinical course was notable for resolution and recurrence of the pleural effusions. During the pt's hospitalization, echocardiogram and cardiac catheterization demonstrated left pulmonary artery stenosis (2.2-2.6 mm in diameter) that was believed to be the cause of his recurrent pleural effusions. The pt underwent balloon dilatation and stent placement 23 days after the initial implant procedure, the pleural effusions resolved and the pt was discharged home in stable condition. The authors state that this was the only pt who received vascular patch augmentation where the patch did not maintain patency and required balloon dilatation. The authors state this result suggests that circumferential conduits of substantial length may be prone to stenosis and that this situation should be avoided.